Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was inspected visually and under magnification. It was confirmed that the batch number of the 2.0mm cann. Quick release driver tip (part number ht-1120) was 472645. Under magnification it was observed that the driver tip was slightly deformed at the hex edges, becoming rounded towards the end of the driver tip. The end of the driver tip showed dented and flattened hex edges, appearing shiny. No other significant damage was observed. As stated in the reported event, the reported screw invovled in this event was not returned. It is possible that excessive torque was applied to the driver tip during insertion or removal. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.

Event description:
It was reported during a routine removal procedure, the screw was stripped and therefore could not be removed from the patient. It was reported the screw still remains in the patient, and there is no future procedure scheduled to extract/remove this screw. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00033 for the screw involved in this event.